Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages, check therapy electrode messages, and arrhythmia alarms) has been confirmed. Upon investigation the electrode belt failed a fall off test. The trunk cable was cut, damaging wires in the cable. Additionally, the therapy electrodes were cosmetically damaged, but this did not affect the essential performance of the electrode belt. The root cause for cut cable was physical abuse. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt messages, check therapy electrode messages, and arrhythmia alarms.